Event description:
Updated information was received. The site ended up performing a cath procedure and obtained an invasive cath gradient after having given the patient eliquis. The cath gradient was noted to be 15mmhg with mild-moderate leak. The patient was feeling better and no intervention was performed at this time. The patient will continue to be followed.

Manufacturer narrative:
Added information to b.5 and h.6 type of investigation. Corrected h.6 health effect-impact code. A DHR review was performed and did not reveal any issues that may have contributed to the complaint event. It is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular aortic stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to calcification or early thrombus formation. In the instance of a bioprosthetic valve in valve implant an increased gradient can be a result of intravalvular regurgitation and is not a result of a valve leaflet malfunction. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant and results in symptoms, it may require intervention. Per the valve academic research consortium (varc), prosthetic heart valve device success is described as no prosthesis-patient mismatch and mean aortic valve gradient <20 mmhg or peak velocity <3 m/s, and no moderate or severe prosthetic valve regurgitation. Valve-related dysfunction (structural valve deterioration) is described as a mean aortic valve gradient >20 mmhg, eoa <0.9-1.1 cm2 and/or dvi <0.35 m/s, and/ or moderate or severe prosthetic valve regurgitation requiring repeat procedure (tavi or savr). In the short term, abnormally high gradients may indicate a leaflet that is not functioning optimally, while in the longer term an abnormally high gradient could result from calcification of the leaflets. Abnormally low gradients may be a symptom of regurgitation. In this case, the cause of the increase in gradient across the sapien 3 valve cannot be determined from the information available; there is no actual report of valve thrombosis or other cause for the reported event; however, the patient's gradient improved significantly after taking eliquis. No additional intervention is planned at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
It is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular aortic stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to calcification or early thrombus formation. In the instance of a bioprosthetic valve in valve implant an increased gradient can be a result of intravalvular regurgitation and is not a result of a valve leaflet malfunction. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant and results in symptoms, it may require intervention. Per the valve academic research consortium (varc), prosthetic heart valve device success is described as no prosthesis-patient mismatch and mean aortic valve gradient <20 mmhg or peak velocity <3 m/s, and no moderate or severe prosthetic valve regurgitation. Valve-related dysfunction (structural valve deterioration) is described as a mean aortic valve gradient >20 mmhg, eoa <0.9-1.1 cm2 and/or dvi <0.35 m/s, and/or moderate or severe prosthetic valve regurgitation requiring repeat procedure (tavi or savr). In the short term, abnormally high gradients may indicate a leaflet that is not functioning optimally, while in the longer term an abnormally high gradient could result from calcification of the leaflets. Abnormally low gradients may be a symptom of regurgitation. In this case, the cause of the increase in gradient across the sapien 3 valve cannot be determined from the information available; there is no actual report of valve thrombosis or other cause for the reported event. No information regarding the treatment was provided. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, the patient received a 23mm s3 valve in (B)(6) 2019 during a tf tavr procedure. Intra-op tee revealed trace to mild pvl following valve deployment, 10mmhg mean gradient. 1-month follow-up tte ((B)(6) 2019) revealed trace to mild pvl, 23mmhg mean gradient. 6-month follow-up tte ((B)(6) 2020) revealed mild pvl with 28mmhg mean gradient. Follow-up in (B)(6) 2021 revealed mild to moderate pvl. The patient was put patient on eliquis and follow-up echo most recent echo on (B)(6) 2021 revealed similar pvl and gradient results, mean gradient of 40mmhg. The mean gradient appears to have steadily risen on follow-up echo over the past year. No evidence of thrombus was noted on echo. Patient is not feeling well, short of breath. The physician is considering bringing the patient in to evaluate and get invasive gradients.

Manufacturer narrative:
Additional information was added to b.5 and h.6 health effect - impact code. No additional changes are necessary.

Event description:
Additional information was received. Post dilation was performed using a 23mm commander delivery system. A viv was performed, a 23mm sapien 3 ultra valve was placed within the pre-existing s3. No procedural complications occurred.